Manufacturer narrative:
Manufacturer reference number: (B)(4). (B)(6). Patient information not provided. Re-processing information not provided.

Event description:
During a laparoscopic partial nephrectomy, the cloth on the tip/edge of the device fell into the abdomen. It was found and it was removed from the abdomen with a long working. The patient status is okey/fine.

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending.